Event description:
Based on a review of medical records provided by the patient's attorney: (B)(6) 2007 - laparoscopic ventral hernia repair with composix l/p mesh with complex lysis of adhesions.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Currently, it is unknown whether the device may have cause or contributed to the alleged event. The patient's attorney alleges that the patient was injured as a result of having the mesh implanted. However, the medical records provided do not extend beyond the implant procedure. Additionally, no sample has been returned for evaluation and no specific device failure has been indicated. We have contacted the initial reported to obtain additional information and to have the mesh returned for evaluation. With the information available, no conclusion can be drawn.